Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with four proglide devices were attempted in the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of two proglide devices failed to deploy in the rcfa. Two additional proglide devices were used for successful suture placement in the rcfa using the preclose technique. Hemostasis was achieved in the rcfa using the pre-placed sutures from proglide devices. The sutures of two proglide devices failed to deploy in the lcfa, the foot plate of one proglide devices also separated. A cut-down procedure was performed on the lcfa to remove the separated foot plate and suture the artery closed following the evar procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The failure to deploy was confirmed. The investigation was unable to determine a conclusive cause for the reported failure to deploy; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.